Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract back into the pod indicating that there was a needle mechanism failure. The patient did experience bruising at the infusion site but it should be noted that an occlusion alarm did occur during use. The patient was administering a bolus of 1.5 units of insulin when the pod alarmed. The patient did not provide blood glucose values. As treatment the patient removed the pod.